Event description:
Here are the different documented sponge shredding incidents in (B)(6): wednesday, (B)(6) - breast lumpectomy and biopsy. Monday, (B)(6) - dr. Change; breast biopsy / axillary nodes. Tuesday, (B)(6) - first ray exostectomy, metatarso-cuneiform. Friday, (B)(6) - breast lumpectomy excisional w/ sentinel lymph node biopsy. Tuesday, (B)(6) - in (B)(4). Thursday, (B)(6) - we had our rfd's implementation on (B)(4) and started receiving complaints from surgeons and staff about fibers shredding off from the raytecs/sponges that had to be manually picked off from the surgical wound. The shredding is not exclusive to just raytecs 4x4, but also includes the lap tapes 18x18. The affected sponges came from different lot numbers, not just one or two. If you follow the email trail below, the rep has written her observations this morning with shredding sponges. Some of our surgeons are not willing to deal with the added risk of "fibers left behind." Dates of use: (B)(6) 2013.